Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in evaluation findings, it was observed that the rear right caster was found loose from the chiller frame in arctic sun device. This caused the chiller frame to crack and separate at the nut plate that holds the caster in place. Per sample evaluation results received via task on 16sep2024, it was reported that the tank seals lifted and chiller molded y-tube was cut short of specifications.

Event description:
It was reported that in evaluation findings, it was observed that the rear right caster was found loose from the chiller frame in arctic sun device. This caused the chiller frame to crack and separate at the nut plate that holds the caster in place. Per sample evaluation results received via task on 16sep2024, it was reported that the tank seals lifted, and chiller molded y-tube was cut short of specifications.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. The instructions-for-use under baw2800300 rev. 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.